Event description:
It was reported that during a total vaginal hysterectomy procedure, the device was being used with a white load and fired fine the first three times. On the fourth firing they were not able to complete the first stroke. They removed the device and used sutures to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 12/19/2008. Eval summary: the analysis results found that one device was returned with the firing mechanism damaged and with a partially fired reload. The returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence. The device was diassembled to verify the condition of the internal components and the pin pawl was found not properly flared, causing the firing mechanism not to properly operate under certain conditions such as thick tissue. It should be noted that a 100% inspections taken place during mfg to ensure the device meets the require specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.